Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/03/2020. A manufacturing record evaluation was performed for the finished device lot mmh937, and no non-conformances were identified. Additional h3 investigation summary: it was received for analysis unopened samples of product code w8710, lot mmh937. The complaint sample was not returned for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/30/2019. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide specific number of devices that had needle pull off issue during use? Suture pull - multiple foils. Any adverse patient consequences and what medical/surgical intervention was performed? Adverse effects- no. Procedure done - dura closure after craniotomy. Device return status/follow up? Return- 6 foils for quality check. Samples returned for inspection done. Note: events reported in 2210968-2019-91393, 2210968-2019-91394, 2210968-2019-91395, and 2210968-2019-91396.

Event description:
It was reported that a patient underwent a craniotomy on (B)(6) 2019 and suture was used for dura closure. During the procedure, the needle separated at the swage point. The procedure was successfully completed. There were no adverse patient consequences. No additional information was provided.